Event description:
The customer was hospitalized for high bgs and dka. It was indicated that they had a "no delivery alarm" the day before the event. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test and high-pressure test was completed and passed. Instructed customer to change the site and insulin if indicated.